Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient ¿has lumps in the face¿ two years after they were injected in an unspecified location with juvéderm volbella® xc. No other information provided.

Manufacturer narrative:
A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted.

Event description:
Further follow up revealed the patient was injected with juvéderm vollure¿ xc, not juvéderm volbella® xc. Patient declined to receive treatment for their "lumps/nodules."